Manufacturer narrative:
(B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a debridement and suturing procedure on (B)(6) 2025 and a suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-four unopened samples were received for analysis. The product code is vcp433h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed in all thirty-four samples. All samples broke due to improper tipping, as the sutures were breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.